Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) ac power cord was missing ground pin. There was no patient involvement.

Manufacturer narrative:
Additional point of contact: (B)(6). A getinge field service engineer (fse) while completing the pm on this unit was noted that the power  cord was missing the ground pin. Fse replaced the a/c power cord reel assembly. Full functional and safety tests were performed. Device passed all tests. Returned to customer and cleared for clinical use.

Event description:
N/a